Manufacturer narrative:
Additional information was received indicating there was no patient involvement in this event.

Manufacturer narrative:
The device was powered up and alarmed ec1260 (corrupted eeprom) which is an issue with the circuit board. Replaced circuit board. Replaced damaged front and rear housing.

Event description:
It was reported that the cadd-legacy plus' (6500) memory was corrupted. No death or serious injury was reported in connection with this incident.